Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Legal counsel for patient reported that patient underwent open reduction and internal fixation (orif) procedure and approximately 6 months post-implantation was revised due to the distal locking plate fracture and pain. It is alleged that an inappropriate implant was selected by the surgeon for the patient's needs. Patient further alleges that they continue to experience pain. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as this component was determined not to be zimmer biomet warsaw product. The initial report should be voided.